Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 25ga 5/8in had foreign matter. The following information was provided by the initial reporter: it was reported that for the ¿cleanliness¿ test, the needle identified above showed the results described in the figure caption. Figure 1 ¿ the surface is not smooth, and the presence of foreign material on the surface of the needle is observed. For the ¿appearance¿ test, the mentioned needle showed the result described in the caption of the figure below: figure 2 ¿ the surface is not smooth. For the remaining tests, the results obtained comply with the specifications; however, in view of the above, the identified lot does not comply with the applicable legislation.